Event description:
It was reported that the patient with this artificial urinary sphincter (aus) developed atrophy, which led to a replacement surgery. During the procedure, the entire aus was explanted and replaced. The physician feels the cuff size was incorrect for the patient at initial implant. No additional patient complications were reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) developed atrophy, which led to a replacement surgery. During the procedure, the entire aus was explanted and replaced. The physician feels the cuff size was incorrect for the patient at initial implant. No additional patient complications were reported.